Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. (B)(6): would not perform spin a13: nav system continuously showed pt being scanned despite imaging system not spinning a23: pressing hand switch, green led would blink but sys unresponsive f26: no patient impact f1908: delay of fifteen minutes h3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system would not perform a second spin. The first spin was performed without issue. When pressing the button on the hand switch, the green light emitting diode (led) would blink, but the system was unresponsive. The navigation system screen continuously showed that the patient was being scanned despite the imaging system not performing a spin. The site attempted to use both the foot pedal and the hand switch, and neither worked. The imaging system was restarted, which resolved the issue. This occurred intraoperatively, and there was a surgical delay of fifteen minutes. There was no reported impact to patient outcome.